Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr ((B)(4)) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined; however, it was reported that poor technique likely contributed to the reported hematoma. Should additional relevant information become available a supplemental MDR will be filed. Note: MFR report # 3004939290-2016-00089 was originally submitted on 04/06/2016; however, acknowledgements number 2 and 3 were not received, therefore, the report is being re-submitted.

Event description:
It was reported that after the mynxgrip device was used with a 6f procedural sheath for arterial closure following a diagnostic coronary procedure, the patient developed a hematoma. The hematoma was noted immediately upon device removal. It was noted that the hematoma likely resulted from "poor technique". A femostop was placed for over 30 minutes to resolve the hematoma. The access site was described as normal with no bleeding or hematoma upon femostop removal. The patient's condition was described as fine and hospitalization was not prolonged as a result of the mynx event. No further information is available.